Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced half-height cubie drawer on the main had several pockets failed, with the top right led flashing on the module controller. Additionally, the wrong spring was found on the solenoid plunger, and pocket b-2 would not eject due to a broken muscle wire on the tray. The field service engineer replaced the drawer board, the wrong spring on the solenoid plunger, and the tray for row b and also cleared foil debris from the trays. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed and was not opening. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.